Manufacturer narrative:
Assessment of the event by clinical notes that low arterial flow in this case is very likely linked to an over filled portal reservoir that also contained a significant amount of air. Once excessive pressure was removed from the reservoir, the arterial flow improved from 0.1 liters per minute to 0.3 liters per minute. No further issues with arterial flow were reported following the removal of pressure. Low flow likely to be resulted from this over pressurization. Information received also notes the syringe driver was cleaned and was subsequently moving appropriately.

Event description:
It was reported that during perfusion, the black dial on the syringe driver was difficult to move but functional. In addition, low arterial flows were noted. Troubleshooting with the support of a clinical specialist found that the soft shell reservoir was overfilled and contained a significant amount of air. After depressurizing the reservoir, flows improved and no further issues were noted. In addition, after cleaning the syringe driver, the driver began moving appropriately. The liver was transplanted following perfusion.